Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt) and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and the filter is unable to be retrieved.. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt) and the filter is unable to be retrieved. The patient also reports blood clots, clotting, and/or occlusion of the ivc and an attempted but unsuccessful percutaneous removal procedure. The patient also reports experiencing extensive swelling of lower extremities, the need to wear compression socks at all times, dvt in both legs instead of one, having to be on pain killers all the time, loss of sleep due to pain and swelling, depression due to loss of income, loss of ability to work for extended periods of time, loss of ability to walk for extended periods of time, loss of sexual drive, multiple procedures to improve blood flow, multiple stents inserted into body, and suffering and lifestyle changes for family due to filter, and anxiety. The medical records indicate that the patient has a history of bilateral extremity deep vein thrombosis, persistent nonocclusive thrombus in the left posterior tibial vein, peripheral neuropathy, diverticulitis, and severe edema of bilateral lower extremities. The indication for the filter implant was chronic dvt. The filter was placed via the right internal jugular and deployed below the level of the renal veins in an appropriate configuration. The patient was then placed in the prone position to place an infusion catheter in the popliteal vein for thrombolytic therapy to treat the clot from the femoral vein to the popliteal vein. The medical record noted that given the hardness of the clot, there was skepticism that the thrombolysis would be successful. Six years and three months post implantation patient underwent an inferior vena cava (ivc) cavaogram which confirmed no residual thrombus within the proximal superficial femoral vein, right common femoral vein, right iliac vein. Images within the ivc showed normal ivc without thrombus. Six years and ten months post implantation venogram performed and demonstrated moderate to severe stenosis of the cephalad common femoral vein, string-like stenosis of the external iliac vein, and occlusion of the common iliac vein. Occlusion was seen of the caudal inferior vena cava around the patient¿s ivc filter. Attempts were made to remove the optease inferior vena cava filter utilizing malleable endobronchial forceps. The filter hook was able to be engaged and the sheath was able to be advanced slightly over the caudal aspect of the filter. Eventually the filter was unable to be adequately snared. Further attempts at removal of the filter were discontinued. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Without post implant imaging available for review, the reported events could not be confirmed or further clarified. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was deployed below the level of the renal veins in an appropriate configuration. Six years and 3 months post implantation patient underwent an inferior vena cava (ivc) cavaogram confirmed no residual thrombus within the proximal superficial femoral vein, right common femoral vein, right iliac vein. Images within the ivc showed normal ivc without thrombus. 6 years and 10 months post implantation venogram performed and demonstrated moderate to severe stenosis of the cephalad common femoral vein, string-like stenosis of the external iliac vein, and occlusion of the common ilia vein. Occlusion was seen of the caudal inferior vena cava around the patient¿s ivc filter. Attempts were made to remove the optease inferior vena cava filter utilizing malleable endobronchial forceps. Filter hook was able to be engaged and the sheath was able to be advanced slightly over the caudal aspect of the filter. Eventually the filter was unable to be adequately snared. Further attempts at removal of the filter were discontinued. According to the information received in the patient profile form (ppf), patient reports blood clots, clotting, and/or occlusion of the ivc and an attempted but unsuccessful percutaneous removal procedure. The patient also reports suffering from extensive swelling of lower extremities, the need to wear compression socks at all times, dvt in both legs instead of one, having to be on pain killers all the time, loss of sleep due to pain and swelling, depression due to loss of income, loss of ability to work for extended periods of time, loss of ability to walk for extended periods of time, loss of sexual drive, multiple procedures to improve blood flow, multiple stents inserted into body, and suffering and lifestyle changes for family due to filter, and anxiety.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.